Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that cs met with patient and patient states she¿s not getting relief in low back and legs. Cs reprogrammed group c patient to try group c until tuesday when she goes to see dr (B)(6). Patient was getting ribs stim on program 1. When pulse width was increased. Pt states she was also having cramping in the legs but states she has cramping when stim is off. Pt usai was 88%. Patient states she did fall back in october and that she has been getting a message saying she cannot turn stim up she doesn¿t know when exactly she started having issues. And impedance check was performed and lead 1 0-7 had possible open circuit. Patient denies other complaints at this time. Patient states that she has an appointment on tuesday with dr (B)(6) as a new patient she said that he will do an x-ray. Additional information was received from the manufacturer representative (rep). Pt kept saying she felt stim in her ribs pt did say she fell sometime in october but was not sure. Troubleshooting included that the pt was given group c with a pw of 90 so she didn¿t feel stim in her ribs. The cause of the report of not getting relief in low back and legs was not determined. The patient was going to try the program for a week and will be seen again at her 1st appt with dr (B)(6) on (B)(6) 2022.